Event description:
It was reported that the right ventricular (rv) lead had chronically elevated thresholds since implant. Now, there is no capture. Due to the patient's age and medical condition, the lead will remain implanted and patient is pacing with left ventricular (lv) lead only pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011; 4076 implantable pacing lead, (B)(6) 2011. (B)(4).